Event description:
Device malfunction: vessel locator button would not remain depressed. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the vessel locator button would not remain depressed therefore; the vessel locator wings would not stay open. The device was removed and manual compression was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.